Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 07/29/2022 by a sales representative via sems that an ar-9625 hex driver head broke off inside the screw upon insertion. This was discovered during a case and broke inside the patient.